Event description:
It was reported that a 2.5mm drill broke while surgeon was performing a proximal tibia surgery with evos plates & screws. The broken drill bit tip was left in the patient.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our investigation including a clinical investigation which concluded that based on insufficient information, a clinical assessment is not able to be performed. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.